Manufacturer narrative:
The implanting physician suspected exit block and that the issue was not device related. However, the physician did surgically re-position this lead due to the poor sensing, impedance, and threshold measurements. After the repositioning, all numbers were within normal limits. This lead remains actively in service. Beyond the early surgical intervention, there were no reported adverse patient effects.

Manufacturer narrative:
To date, information suggests this rv lead remains actively in service. There is no evidence or allegation regarding the associated ICD. Troubleshooting outcome is not known at this time. Therefore, this investigation is considered still open. As new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead was suspected for possible micro-dislodgment as a result on increased threshold and pace impedance measurements. There were no reported adverse patient effects associated with this clinical observation.